Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The consumer reported issues with 2 freestyle libre sensors, both with unknown serial numbers. This report covers both sensors. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported low readings issue with 2 freestyle libre sensors. The customer reported that a scan reading of 'lo' (< 40 mg/dl) was obtained and customer self-treated with glucose, which is consistent with reading. An hour later the sensor was still displaying 'lo' and a blood glucose result of 125 mg/dl was obtained on a competitor meter. The customer indicated that with another sensor, a scan of 49 mg/dl was obtained as compared to competitor meter results of 122 mg/dl and 124 mg/dl. The customer reported that there was no "major damage", and did not report of adverse event or emergent third-party intervention. The sensor reading reported is indicative of hypoglycemia and is consistent with the treatment with glucose. Based on the information provided, there was no report of serious injury associated with this event.